Manufacturer narrative:
Cataract and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
Staar has recently reviewed a presentation titled "phakic iol with laser posterior capsulotomy and dropped lens matter in vitreous: management of a unique scenario". A 29-year-old female had icl implantation following which some laser was done and now had total cataract with icl in situ. The lens was explanted. Implant of another lens took place. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.